Event description:
One incident of a damaged luer connection is reported. Following the 3rd blood draw during plasma donation, donor required re-stick due to low draw rate. When staff attempted to disconnect needle from tubing set, the luer connector on the needle cracked. Due to possible contamination, the donor's blood was not returned resulting in ebl> 200cc. No donor injury is reported and no medical intervention was required.